Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, with the patient also noting a vibration when attempting to adjust screen brightness, and functionality improved after a guided pump restart; the issue aligns with an unresponsive button associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the problem involved an electrical issue affecting the button switch, consistent with a key or button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.